Event description:
It was reported that during a patient follow up an x-rays show loosening of two sets of screws and unilateral cage migration. The surgeon questions if the vitality torque driver applied sufficient locking torque during the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is unconfirmed for one (1) of one (1) returned vitality torque limiting device (pn 07.02053.001) for the failure of undertorquing. Medical records were not provided for review. Device evaluation: functional testing found the torque to be within the performance specification. Potential cause no root cause found as no problem was detected. Complaint history a complaint history review was conducted. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a patient follow up an x-rays show loosening of two sets of screws and unilateral cage migration. The surgeon questions if the vitality torque driver applied sufficient locking torque during the procedure.

Manufacturer narrative:
Correction to: d1, d2 (common device name), e1 (address ¿ line 2:, sate, province, or territory:). Additional information: d4: (lot number, UDI number), g3. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during a patient follow up an x-rays show loosening of two sets of screws and unilateral cage migration. The surgeon questions if the vitality torque driver applied sufficient locking torque during the procedure. Attempts have been made and no further information has been provided.